Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released in accordance with the device master record. An evaluation is not possible at this time. The fractured screws have not yet been removed from the patient.

Event description:
One year and 4 months after the initial surgery, post-op x-rays found that both l5 screws (right/left) had fractured & broke. The patient is reported to have lower limbs numbness and low back pain. Revision surgery schedule for early (B)(6). (B)(6) 2019: initial surgery was conducted. Plif (zodiac degenerative fixation system and another manufacturer's spacer).